Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. Add'l pt/event details have been requested. Should add'l info become available, a s/u report will be submitted. Reported to the FDA on march 20, 2015.

Event description:
It was reported the oxygen delivery tubing was found to be detached from the connector. Complainant states this was discovered prior to using on a pt.